Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 50 mg/dl. No bg meter reading was taken. The patient self-treated with orange juice. Despite treatment, the patient¿s cgm reading was still around 50 mg/dl. The patient was asymptomatic. The patient decided to go to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 200 mg/dl. No cgm comparison value was reported at this time. The patient was treated with IV fluids. She was discharged home the following morning (less than 24 hours in the ER). At discharge, the patient¿s cgm was reading 180 mg/dl and the bg meter was reading 130 mg/dl. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At discharge from the ER, the reported glucose values when patient was about to be discharged fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.